Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system via a vertical incision on (B)(6) 2012. Immediately after the procedure, the patient experienced clinically significant bleeding from an unknown cause. The bleeding was stopped with an injection of thrombin and the patient was in "okay" condition. Six weeks later, the patient returned, presenting with discharge and mesh extrusion at her vaginal apex. Reportedly, the patient was scheduled to have the mesh removed on (B)(6) 2013 (specifics unknown). The patient's current condition is unknown.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.